Event description:
It was reported that the pulse generator exhibited backup vvi mode, while still in the shipping box. There was no patient involvement.

Manufacturer narrative:
Analysis confirmed the reported backup operation. The device image revealed hardware error code reset, the cause of the error is consistent with anomalies associated with firmware upgrade procedure and not device related. All testing revealed normal device characteristics.